Manufacturer narrative:
Investigation results: the device was returned for evaluation. Visual inspection confirmed that the balloon was not in a folded configuration, indicating exposure to positive pressure. The returned device was connected to an inflation unit, and upon application of positive pressure, fluid leakage was observed from a pinhole in the balloon, located approximately 5 mm distal to the proximal marker band. Examination of the device tip revealed no abnormalities. Visual assessment of the marker bands showed that they were intact and properly positioned. Additionally, visual and tactile inspection of the shaft identified no kinks or damage. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the pcb 2cm device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the several times of inflation at 10 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the several times of inflation at 10 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.